Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a foreign object found stuck in the balloon channel. The ultrasound medical image also had one broken element and was recommended for repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera ii ultrasound gastrovideoscope, the brush could not get through the balloon channel. The issue was found during reprocessing, the procedure was diagnostic and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign matter clogging the balloon channel was confirmed but could not be identified. The root cause of the issue could not be determined, however, it is likely that the issue is a result of customer mishandling. Olympus will continue to monitor field performance for this device.